Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/15/2021. H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1153341. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A bhr review was performed on the batch number provided. The reported issue was unable to be confirmed. Retention testing could not be perform because the product has expired. Returned testing results were valid and accurate and complaint could not be confirmed. No trend against false positive results was identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. Patients were quarantined until pcr results were received, there was no patient impact otherwise noted. Eua#: (B)(4). The following information was provided by the initial reporter: " it was reported that analyzer displayed false positive result."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. Patients were quarantined until pcr results were received, there was no patient impact otherwise noted. Eua#: (B)(4). The following information was provided by the initial reporter: "it was reported that analyzer displayed false positive result."